Manufacturer narrative:
Follow-up #1: date of submission 09/28/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during investigation, the pump was returned with a battery compartment crack. Unrelated to the original complaint, it was observed that there was moisture inside the battery compartment. A leak test was performed and failed indicating a battery compartment leak. The pump was opened up and there was no moisture found. It was also noted that the audio bolus button cover was torn but still operable.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.